Event description:
It was reported that the device allegedly sounded an alarm. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced linear sensor, rear case, rt iui. Calibrated. A review of the device history record for sn15504794 was performed from date of manufacture 3/1/2019 to the present date 10/21/2020 and note that this device has been returned for service three times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported alarm - error codes / messages- linear sensor failure.